Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation ihas been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was running hot; the customer believes the bearings may have caused the overheating. Device was not used in surgery. No injuries or medical intervention were reported to have occurred. There was no additional info provided.